Event description:
The customer reported that the system lost the ability to perform cranial caudad movements due to worn bearings. There movements are critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. Replacement parts were ordered. No conclusion can be drawn as further repair info is unavailable at this time.